Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. The technical support specialist (tss) walked through powering on the all-in-one unit on the sync cabinet. The tss verified that the cabinet came back online, and users were able to successfully remove items. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, drawers were offline, preventing users from removing medications. The customer stated that the malfunction caused 20 minutes delay in dispensing medications to the patient. However, there were no adverse events or injuries reported based on this incident.